Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), embedded device ("however a small piece of the distal essure coil was embedded into the myometrium"), pelvic pain ("pain/pelvis (constant and moderate to severe)") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes, non-tobacco user, sore throat, odynophagia, vaginal discharge (not recovered prior to essure), multigravida and parity 4 ((B)(6) 2005, (B)(6) 2009, (B)(6) 2012, (B)(6) 1998). Previously administered products included for prevent pregnancy: ortho evra in 2012; for an unreported indication: contracetive. Concurrent conditions included alcohol use, nausea, abdominal pain, headache, overweight, photophobia, right lower quadrant pain, gastroesophageal reflux disease and fat necrosis. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal , menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal , menorrhagia)"), visual impairment ("white spots"), migraine ("migraine/headaches"), nausea ("nausea"), allergy to metals ("nickel allergy hives") with urticaria, fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and device expulsion ("however a small piece of the distal essure coil was embedded into the myometrium"). The patient was treated with surgery (underwent hysterectomy and bilateral salpingectomy), and surgery (d&c (uterine dilation and curettage)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, embedded device, allergy to metals, fatigue, bladder disorder, urinary tract disorder, vaginal discharge and device expulsion outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, visual impairment, migraine and nausea had resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered allergy to metals, bladder disorder, device breakage, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: tubal ligation ((B)(6) 2017). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2017: upt was negative today . (B)(6) 2017, pelvic us, serial transvaginal images: slightly enlarged and heterogeneous uterus, possibly consistent with adenomyosis. Normal bilateral adnexa. On (B)(6) 2015, us pelvis ta multiple transabdominal and endovaginal revealed uterine position: anteverted. Uterine echo texture: homogeneous. Discrete fibroids: none identified. Central stripe: within normal limits. Uterine size: 9.5 x 5.3 x 6.7 cm. Uterine volume: 176.1 cc. Central stripe thickness: 5.9 cm. Right ovary: normal morphology. Right ovary size: 2. 7 x 1.4 x 2.5 cm. ¿concerning the injuries reported in this case, the following ones were reported via medical record: embedded device (confirming uterine perforation), device expulsion, vaginal bleeding (confirming genital haemorrhage), pelvic pain, hives¿. Most recent follow-up information incorporated above includes: on 15-feb-2018: m.r-this case is medically confirmed. This case concerns (B)(6) year old patient. Lab data was added. Her historical condition and events: however a small piece of the distal essure coil was imbedded into the myometrium. On 16-feb-2018: pfs-reporter information was updated. Patient demographics were updated. Essure indication was added. Essure implantation date was updated. Events: abnormal bleeding (vaginal , menorrhagia), hives, vision/eye problems type white spots, migraine/headaches, nausea, device breakage, nickel allergy hives, vaginal discharge, fatigue and perforation (uterus). She had recovered form events: hives, pain, white spots, nausea, abnormal bleeding and migraines. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.